Event description:
Procedure: lap appendectomy reportedly, the footswitch was plugged into the back of the machine. The handswitching pencil was in the monopolar jack of where the footswitch was on the front of the machine. The handpiece was laying on the pt's abdomen and was activated when the footswitch was depressed causing a pinpoint burn to the skin. The facility's biomedical department examined the machine and the results are unk.

Manufacturer narrative:
Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.